Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had attached tissue glue. The issue was found during the therapeutic varicose vein procedure. The patient was not under anesthesia, and there was no delay in the procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material found in the bending section, insertion tube, and biopsy channel could not be idenfied. A definitive root cause for the remaining material could not be established. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: - gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.